Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k05047, h11f22040 and no exceptions were observed that were related to the reported condition. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake / touch contamination which resulted in peritonitis on (B)(6) 2011. The patient was not hospitalized for the event and treatment for the event was not reported. The outcome of the event patient made mistake / touch contamination was not reported. At the time of this report, the patient was recovering from the peritonitis. Therapy with dianeal was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.